Event description:
As reported, upon removal of the 142cm 0.14-inch palmaz blue peripheral stent system (on a 5mm x15mm aviator plus balloon catheter), examination of the balloon revealed leakage. The palmaz blue stent was found to fail to inflate the balloon during use, and there was contrast leakage from the peripheral vessels. The procedure was completed by changing to another 5mm x 15mm palmaz blue stent. There were no reports of patient injury. There were no damages found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The deployer¿s palmaz training status was experienced. Cordis training/clinical personnel were not present for physician advice/support. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. Anomalies were noted while inflating the device with positive pressure, with leakage observed from the hub. The device was able to be partially inflated. Pressure was maintained for an unspecified number of seconds before the anomaly was noted. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, upon removal of the 142cm 0.14-inch palmaz blue peripheral stent system (on a 5mm x15mm aviator plus balloon catheter), examination of the balloon revealed leakage. The palmaz blue stent was found to fail to inflate the balloon during use, and there was contrast leakage from the peripheral vessels. The procedure was completed by changing to another 5mm x 15mm palmaz blue stent. There were no reports of patient injury. There were no damages found on the device or packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The deployer¿s palmaz training status was experienced. Cordis training/clinical personnel were not present for physician advice/support. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. Anomalies were noted while inflating the device with positive pressure, with leakage observed from the hub. The device was able to be partially inflated. Pressure was maintained for an unspecified number of seconds before the anomaly was noted. The device was returned for evaluation. A non-sterile ¿blue/aviator plus 5x15/142p pkg¿ was received for analysis inside of a clear plastic bag. The device was unpacked for product evaluation, revealing the following conditions visible to the naked eye. The luer hub shows no signs of cracking, deformation, separation, or splintering. The shaft is free from accordion-like distortion, cracks, distension, fraying, splits, tears, kinks, or separation. The balloon shows no signs of bursting, fraying, separation, or any other damage or anomalies. The balloon is not inflated, and pleating is present. The stent is properly mounted in its manufactured condition, with no damage to the struts, and is correctly positioned without being dislodged or out of place. Functional testing was performed by attaching an inflator/deflator device to the inflation port. Positive pressure was applied to reach the rated burst pressure. However, a leak was observed at the luer hub, which prevented the balloon from inflating as the pressure could not be maintained. The luer hub was inspected using a vision system, revealing a crack that is not visible without magnification. The cracked area showed evidence of fatigue striations, which are commonly associated with damage caused by material tensile overload. This suggests that the hub material was subjected to a tensile force that exceeded its yield strength, leading to the crack. The balloon and stent were also inspected with the vision system. No signs of bursting, fraying, splitting, tearing, deformation, or holes were observed on the balloon. The stent is properly mounted in its manufactured condition, with no damage to the struts, and is correctly positioned without being dislodged or out of place. The reported ¿balloon leakage - during positive pressure¿ was not observed during analysis of the returned device. The balloon shows no signs of any damage or anomalies under microscopic evaluation. The stent is properly mounted in its manufactured condition, with no damage to the struts, and is correctly positioned without being dislodged or out of place. Subsequent findings of a ¿luer hub cracked¿ condition was observed as a leakage was noted from the luer hub during functional analysis. The exact cause of the reported event cannot be conclusively determined. Microscopic analysis revealed fatigue striations on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. It is likely the handling of the product and procedural factors contributed to the event reported. Overtightening is the likely culprit and has been known to cause cracks in luer hubs. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ the information available, nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.